Event description:
#Medwatcher #(B)(4). I had essure implanted in 2009. I was told it was nickel free, as I am allergic. Not long after, I began developing gastrointestinal issues. Unexplained, undiagnosed bleeding in the bowel, stomach pain, and blood in stool. As time went by, I developed migraines, joint pain quickly spread to all over pain, my memory has declined, and I am unable to work. I am now diagnosed with fibromyalgia, chronic pain, migraines with aura and I was previously only diagnosed as bipolar, and had lower back pain from child delivery. My insurance at that time (medical) covered the procedure.